Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 640 mg/dl; and a high ketone level identified as dangerous by healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined further supplies or system checks, and reverted to an alternative method of insulin therapy.